Event description:
It was reported that: while ventilating the pt in simv with volume guarantee, the user felt the pt was receiving excess volume and that the pt's chest was being overextended. An x-ray was taken on the day of the event, and the pt was noted to have a pneumothorax in one lung. A chest tube was inserted. It was noted by an x-ray that four days later, the pt had a pneumothorax in the second lung. A chest tube was inserted. It was reported that the pt later expired. No autopsy was performed. It was refused by the family. Conclusion from facility regarding pt: intravascular hemorrhage (head) and prematurity.